Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device while the home patient was connected. During troubleshooting it was identified that the supply had a loose connection. The home patient had already cycled power on the homechoice to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The cause was unable to be determined, though a loose connection is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.